Manufacturer narrative:
The customer reported that the cannula dislodged from the infusion site. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported symptom could not be determined. The adhesive pad was inspected, and no abnormalities were noted; all adhesive welds were proper. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 17 mmol/l (306 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. The patient noted the adhesive was loose, insulin was leaking out and the cannula had dislodged from the infusion site. Hyperglycemia treated by applying a new pod and bolus.